Event description:
A customer reported having difficulty using their pump after changing the cartridge and expressed frustration over not receiving help when contacted for support. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.